Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and raw skin irritation under the garment. It was reported that the patient also had a pre-existing yest infection under her breasts and was prescribed a cream to treat the infection. There was no alleged device malfunction contributing to the irritation. It was reported patient was hospitalized and not wearing the lifevest while in the hospital. There is no allegation that the patient was hospitalized due to the skin irritation. Follow up indicated that the patient's skin irritation was treated by the physician and the skin irritation improved. Additionally, the patient was instructed to remove the lifevest temporary and apply a cream on the irritation if it returns.